Event description:
Rptr alleged the customer obtained a discrepant blood glucose result of 52 mg/dl back to back with a result of 99 mg/dl on the aviva system when testing was performed within 10 mins. Rptr indicated that he ate a snack of coffee cake and pumpkin pie after obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.